Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited far field r-waves oversensing resulting in inappropriate atrial tachycardia/ atrial fibrillation (at/af) episodes. Programming changes were suggested; no changes or intervention were reported. There were no patient consequences.